Manufacturer narrative:
A partial lead with the lead tip measuring 47.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported right after the lead was implanted, high shock impedance was observed. The lead was removed and the poor measurement was repeated when using another lead. The cause of the high impedance was likely due to patient physiology. An induction test was successfully performed. The patient returned for a post-operation follow-up and the impedance measured normally. The patient will be monitored remotely.